Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Medical product - cobalt hv bone cement, catalog#: 402282 lot#: 020710. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2017-72642 / 72644 / 72652-3 / 72656).

Event description:
Patient underwent a right shoulder arthroplasty and approximately two years post-implantation underwent a right carpal tunnel procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The zimmer biomet product was not indicated as having caused the need for the patient's carpal tunnel surgery according to the clinical surgeon.